Event description:
Customer contacted haemonetics on (B)(6) 2010 reporting a blood spill within their orthopat machine. No injury or reaction was reported.

Manufacturer narrative:
Evaluation of the returned device confirmed the reported blood spill. Issue caused damage to the power supply and various other components. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4).